Event description:
It was reported that thrombosis of the prosthetic aortic valve occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a 27mm lotus edge valve. Vascular access was transfemoral, the patients anatomy was moderately tortuous. The native aortic valve was severely calcified with an annulus diameter of 25.7mm. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with successful deployment of a 27mm lotus edge valve. Four days after the procedure, the patient had an echocardiogram in preparation for their discharge, which revealed a gradient of 40mmhg and a valve thrombosis involving two leaflets. The physicians treated the thrombosis with anticoagulant medications. The patient has been discharged to medical rehabilitation.